Manufacturer narrative:
Manufactures investigation conclusion: the modular cable was not returned for analysis and reported to be disposed of. Evaluation of the submitted photos confirmed external jacket damage that was repaired with rescue tape. Discoloration of the distal end bend relief on the mod cable was also noted. A root cause for the observed damage and discoloration could not be determined. The reported moisture could not be confirmed through evaluation of the photos. Log file data was unremarkable with no interruptions in device therapy. The device operated above the low speed limit for the duration of the log file. The heartmate 3 IFU and patient handbook contain information regarding caring for the driveline and instruct the user to check the driveline daily for signs of damage such as cuts, holes, or tears. The IFU instructs the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 3 years and 6 months. The heartmate left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient received low voltage advisory and hazard alarms on the system controller. The patient has an area of driveline near controller that has been repaired with rescue tape and reported that the outer sheath of the driveline was damaged, and the wires are exposed; in which there appears to have moisture under the rescue tape. The patients modular cable was replaced and will monitor for further alarms. The patient¿s system controller will be changed if further alarms occur. No additional information provided.